Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 248 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. No infusion site or set problems were noted. The customer uses quick-set infusion sets. The customer was not delivering a fixed prime when changing the infusion set. The customer was advised to perform a fixed prime. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.